Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on adc freestyle libre sensor compared to results obtained on the built-in meter. On (B)(6)2019 at 10 p.m., customer received an unspecified low sensor reading and self-treated with a fruit. On (B)(6)2019 at 8.00 a.m., customer experienced nausea and had contact with the healthcare provider who was diagnosed with hyperglycemia and treated with unspecified dose of insulin injection and "anesthesia" at 9:00 a.m. A reading of 454 mg/dl was obtained at 9:30 a.m. On the hcp meter. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on adc freestyle libre sensor compared to results obtained on the built-in meter. On (B)(6) 2019 at 10 p.m., customer received an unspecified low sensor reading and self-treated with a fruit. On (B)(6) 2019 at 8.00 a.m., customer experienced nausea and had contact with the healthcare provider who was diagnosed with hyperglycemia and treated with unspecified dose of insulin injection and "anesthesia" at 9:00 a.m. A reading of 454 mg/dl was obtained at 9:30 a.m. On the hcp meter. Based on the information provided, there was no report of death or permanent impairment associated with this event.